Event description:
Additional information received from the patient reported that the patient first started experiencing the issues months ago and several years prior to an illness. The patient did not have an exact day or year. The patient guessed it was flare ups that led to the issues. The patient had been very sick for so many years. The machine had stopped doing what it was designed to do. If the patient had a problem in the future they would follow up with the doctor from now on.

Manufacturer narrative:
(B)(4).

Event description:
The consumer reported that prior to getting the device, the patient had real bad interstitial cystitis, fibromyalgia, irritable bowel syndrome, and migraines. The patient could hardly walk and was on medication, antibiotics for constant infections. They tried for years to find out what was wrong with her. This all pre-dated the implantable neurostimulator (ins). Then, the health care professional (hcp) decided to try the device and it had been a blessing. The patient called to report her stimulator was not working and they experienced a loss or change of therapy. She usually got two flares a week now and things were worse than usual. Something was not right. She was having spasms and pain. Last year at her annual exam, the hcp reset the program and the same thing was going on. The patient felt stimulation when laying down. Her left leg spasms and it hurt the left side of her vagina. It felt like a stabbing sensation and cramp that lasted for a minute or two and went away. She always had problem with the left side of her body. Prior to getting her device, they thought it was blood clots and they mris but did not find anything. Stimulation was turned on and on program 3 at 2.4 volts. The patient saw the ins battery at 1/4 in the top row. There was a return of symptoms. The indication-for-use (IFU) was urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. No outcome, circumstances that led to the event, or steps taken to resolve the issue were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.